Event description:
Pt had breast reconstruction with mentor silicone implants following enrollment in the silicone adjuvant study through mentor. Having breast pain progressing over the past 2 years believed to be related to failure of the implant. Question leakage. Tear noted in rt implant after removal.